Event description:
The customer reported that the system was displaying an interlock open error. No patient injury was reported.

Manufacturer narrative:
Interlock error. The system was repaired, found to be operating as intended, and released to the customer for use.